Event description:
Pt alerted staff that inner cannula would not stay in place. Staff responded and reported that head base had separated from the outer cannula. The tracheostomy tube was replaced and there was no patient harm.

Manufacturer narrative:
Product was returned to MFR for evaluation. Separation of outer cannula was verified. The mfg process is being reviewed. Additional info will be provided to FDA should any actions be determined necessary.